Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed and there was one other complaint of this nature reported. Review of the compounding and filling mbr's show them to be acceptable. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming component testing results were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Additional information was requested on 09/01/2011 by phone, fax and mail. A completed questionnaire was received on 09/02/2011. (B)(4).

Event description:
A consumer reported experiencing red eyes and itching following use of this product for the first time. She saw her doctor and thinks he gave her a steroid drop to use. On (B)(6) 2011, additional information was received from the optometrist, who reported a diagnosis of keratitis. He reported the pt discontinued use of the product and was treated with an ophthalmic corticosteroid. The pt also discontinued use of contact lenses temporarily for eight days. The optometrist reported the event has resolved.